Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6.2 failed and was not detected on the bus with any pockets. A field service engineer (fse) powered down the station, checked and reseated the cables, and attempted multiple reboots and troubleshooting steps issue persists. Then, the fse replaced the retractor band and drawer 6.2 functioned properly without any malfunctions or delays. The customer tested and inventoried the pockets on the drawer and confirmed that it passed all tests without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a device was not detected on bus. The customer stated that the user was able to retrieve medication from another station. There were no adverse events or injuries reported based on this event.